Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged having dry nose and nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged dry nose and nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. They observed slight fibrous or hair like contamination and other unknown contamination on and around the iso port. An unknown gray contamination was observed on the top enclosure under the right-side accessory door, at the air input of the blower box at the filter area, inside of the enclosure. This light gray film can be smudged, they observed potential water/fluid spots on the top and bottom of the blower motor and in the blower box, indicating potential water ingress, slight black contamination at the blower seal of the blower box that is consistent with the keratin contamination, observed an unknown white (dust like) contaminant on the top and bottom of blower motor and on the inner rim of the blower motor air intake, dust-like contamination was observed on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer was unable to address the patients' symptoms. In this report, section h6 has been updated.